Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. The customer's blood glucose (bg) level was in the high 200's (mg/dl) and the bg level was addressed with a manual injection. A new cartridge was successfully loaded to address the event.